Event description:
Covidien regional office reports, customer states, "injector optivantage pressure limited during an injection, and the tubing burst, spraying contrast on the patient and equipment. Patient is unharmed."

Manufacturer narrative:
However, there were no further units of this batch number available for testing. Investigation was carried out with batch. A batch with just 4 weeks in between production. The following test was made with 3 samples of batch, each with the same patient line. Slight increase up to 25 bar for 22 seconds, device stands the pressure. Slight increase up to 30 bar for 20 seconds, device stands the pressure. Slight increase up to 35 bar, device exploded. In addition, a test was made with a fast increase up to 40 bar with 3 different devices and they exploded. The disruption with 35 bar (the slight increase) looks like the sample returned, then the disruption of the 40 bar explosion. It is concluded that the device are in specification with a maximum pressure of 23 bar. It is assumed, therefore, that there was a higher pressure in the system caused by reasons out of specification of the disposable.